Event description:
It was reported that the procedure was to treat a lesion in the distal left anterior descending artery (lad). The absorb was prepped prior to use without issue. After pre-dilatation was performed with a 2.25 x 12 mm non-abbott non compliant balloon, the 2.5 x 18 mm absorb was advanced successfully through a 3.5 mm bare metal stent, which was previously implanted in the proximal lad, to the lesion in the distal lad. The absorb was pressurized to 6 atmospheres, but the scaffold would not deploy and there was a leakage of contrast observed. It was unknown if the balloon had ruptured or the shaft was leaking. The absorb was removed from the patient and a 2.5 x 18 mm non-abbott stent was implanted to successfully complete the procedure. There was no significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Though the device absorb bioresorbable vascular scaffold (bvs) system is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. The product and the PMA# listed are based on the predicate device (xience v stent system) that is determined to be same and similar to the delivery system of the device.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned for analysis. The reported inflation issue was confirmed. The reported balloon rupture was not confirmed; however, a shaft leak was confirmed. Based on the visual and functional analysis of the device and cine review of the procedure, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.